Manufacturer narrative:
Date received by manufacturer: 11-oct-2019. Date of report: 15-oct-2019. The part was returned to the manufacturer for failure investigation (fi). It was determined that this customer complaint was caused by an out of specification airflow sensor u1. Replacement of u1 on the airflow sensor corrected this failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 07oct2019. The customer confirmed the oxygen accuracy failure. The customer reported that the airflow valve assembly was replaced to address the reported problem. The ventilator is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit failed the oxygen accuracy test (pvt test 7) at the 30% setting. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07/09/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported that the unit failed the oxygen accuracy test (pvt test 7) at the 30% setting. There was no patient involvement.